Event description:
It was reported that the 9900 system had a collimation calibration failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was found to be working as intended, and put back into service.